Event description:
A medwatch report#: (B)(4) was received stating: ventilator alarmed and screen display indicated: technical error. Ventilator continued to function and no signs of respiratory distress noted in the pt. (B)(4).